Event description:
This occurs in the nicu.

Manufacturer narrative:
Although requested, patient demographics not provided except that patient was a neonate.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a general complaint that the filtered tubing leaks at the smartsite during a tpn infusion on a large volume pump. There was no specific dates or details although he knew that sometimes the patient's linen needs to be changed. There was no patient harm.